Event description:
Related manufacturer reference number: 2017865-2023-02286. It was reported that the programmer shocked the healthcare professional via the programmer. There was no patient involved.